Event description:
The jaws of the enseal device would not open completely during use. Another enseal device was opened and worked effectively. The case was completed without further complications. There was no tissue or patient injury.